Event description:
Upon using blood bags in the past and present in the blood donor ctr, rptr has found that the needle used by this co is of very poor quality. As a result, the number of traumatic phlebotomies and unsuccessful blood units have increased. A large number of donors have mentioned the difference in these needles compared to another co's needle rptr has used in the past. In turn, rptr is looking out for the donors comfort and a greater number of transfusable blood donations collected.